Event description:
The board intermittently stops operating with manikins (used to test operation of autopulse board) and with pts indicating alignment issues. Without realigning the subject, the board restarts on its own.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4)2012 and was analyzed. The reported problem was not confirmed. However, we noticed the board powered itself on when a battery is inserted. A defective power distribution board (pdb) was replaced. The autopulse passed final test. No batteries were returned for evaluation. The archive showed customer using batteries s/n (B)(4) for deployment. These batteries have a date codes of 11-2009 which means they are 2.5 years old. The calendar age of each battery is greater than 2 years. The product labeling instructs that the useful life of each autopulse battery is between 2-4 years. As with all batteries, the nimh battery chemistry has a finite calendar life. Within the 2-4 year life range, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. Recommended customer to scrap their old batteries.